Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 420 mg/dl at the time of incident. The customer¿s other blood glucose were 549 mg/dl, 96 mg/dl, 530 mg/dl, 168 mg/dl, 245 mg/dl, 539 mg/dl, 586 mg/dl, 452 mg/dl. Customer treated with insulin pump and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports insulin exited at the quick release. The customer reported that they did not allege insulin pump was under delivering. The customer also stated that they were able to passed the high pressure test. The customer stated that they were not using the auto mode feature. The insulin pump will not be returned for analysis.